Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
The right side frame has a broken weld on the bottom of the rear post.